Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter prior to use, the reload was broken. Another reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: g4, h6, h3 evaluation summary h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the staple cartridge noted that the reload had a full complement of staples. Visual and photographic inspection noted that the lock ring was broken and rotated out of position. Functionally the reload was loaded into a pmv representative instrument and was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged reload lock ring may occur due improper orientation of the lock ring or over flexure of the reload while attached to the instrument. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one photograph of a reload. A visual inspection of the returned photo noted that the lock ring of the reload was broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.